Event description:
It was reported by repair work order that the siderail would not lock in the up position due to debris in the latch. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted with evaluation results.

Event description:
It was reported by repair work order that the siderail would not lock in the up position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.